Event description:
Pt had tmj implanted (B) (6) 2000. Over the next five yrs, pt had parts of the tmj implanted removed due to allergic reaction. Exact date of explant unk.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Prod was implanted by: (B) (6).